Event description:
It was reported that, during a remote follow-up, episodes of post paced t-wave oversensing were observed on device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable.